Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringes 3ml ll, the device experienced scale marking issues . The following information was provided by the initial reporter. The customer stated: the company received a total of 16 disposable sterile syringes (302113) from upstream china resources pharmaceutical commercial group medical devices co., ltd. On (B)(6) 2021. Because the outer packaging is intact, the company has not opened the box for inspection, (B)(6) 2021 , the customer found that some syringes were not completely printed and could not be used when they were in use, and they requested a replacement. However, due to the large quantity, 101 pieces have been found to be problematic at present, please cooperate with the exchange of the above items.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-14. H6: investigation summary: one photo and ten samples were received by our quality team for evaluation. From the returned photo, scale line printing rub off was observed. From the returned samples, the team observed scale line printing rub off due to barrel damage. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The syringe barrel damage which caused the printing rub off could have occurred at the assembly machine. The probable root cause of the damaged barrel could be due to the air jet at the auto-reject station is out of position, which resulted in the part poor throw out.

Event description:
It was reported when using the bd syringes 3ml ll, the device experienced scale marking issues . The following information was provided by the initial reporter. The customer stated: the company received a total of 16 disposable sterile syringes (302113) from upstream china resources pharmaceutical commercial group medical devices co., ltd. On may 13, 2021. Because the outer packaging is intact, the company has not opened the box for inspection, (B)(6) 2021, the customer found that some syringes were not completely printed and could not be used when they were in use, and they requested a replacement. However, due to the large quantity, (B)(4) pieces have been found to be problematic at present, please cooperate with the exchange of the above items.